Manufacturer narrative:
Correction: in initial report, the manufacturer date provided was inadvertently reported as 8/31/2007, however the correct date is 9/20/2007. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with epi ingrowth and debris in the left eye (os) post treatment. The topical steroid dosage was increased and a flap lift and rinse was performed. It was stated that the patient had no loss of best corrected visual acuity (bcva) however, the post-operative measurement showed that there was loss of bcva. The patient complained of blurry vision, foreign body sensation and irritation. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20, 3.50 x .00 x 90; left eye pre-op 20/20, 3.75 x .00 x 90. Bcva from (B)(6) 2018: right eye post-op 20/40, .00 x .00 x 90; left eye post-op 20/40, -.25 x -1.00 x 179.